Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed crack on the valve assessed as cracked valve seat diaphragm valve. Visibility/palpability: unable to observe as it is not related to the device. As per the investigation procedures creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Physician reported left side deflation. Physician reported 'misshapen appearance.' Device explanted.

Event description:
Physician reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: deflation.

Event description:
Physician reported, 'misshapen appearance'. Record is for left side. Physician later reported, left side deflation. Device explanted.